Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer passed away at home. The official cause of death was cardiac arrhythmia due to renal failure and diabetes. The caller stated that they believe the cause of death was either low blood glucose or heart attack. The customer had kidney failure, heart disease and diabetes complications. The caller stated that the customer had an open heart surgery in (B)(6). The caller did not know the customer's blood glucose at the time of death. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller agreed to return the insulin pump for analysis.